Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, a definitive cause for the reported death, recurrent mitral regurgitation (mr) and tissue damaged cannot be determined as it was reported that the implanted clips confirmed to be stable on both leaflets. The reported patient effect of death, mr, and tissue damage are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. This event was further reviewed by an abbott vascular medical affairs director and the reviewer stated that in this case, there was no reported procedural complication. The death occurred following a tavr procedure, following the mitraclip procedure. The cause of death is not determined, but there was no evidence of a relationship with device. This was confirmed by the operating physician.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the increased mitral regurgitation (mr), leaflet tear and patient death. It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat mitral regurgitation (mr) with a grade of 4. Three clips were successfully deployed, reducing the mr to 2. A couple hours after the procedure, a transthoracic echocardiogram (tee) was performed and it was found that the mr had returned to 4, and the leaflet appeared to be torn. The patient was treated with transcatheter aortic valve replacement (tavr) and a pacemaker; however, the patient expired the next day, on (B)(6) 2018. In the physicians opinion, the patient death was not related to the mitraclip device. No additional information was provided.